Manufacturer narrative:
Additional manufacturer - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted on an unspecified date due to unspecified reasons. A new aus device was implanted on a later date. Additional information received that the reason for the replacement surgery was incontinence. There were no device issues/malfunctions. The patient outcome was reported to be that no further intervention was required. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.